Event description:
Event description guidant received information that one month post implant, this pacemaker declared elective replacement time (ert). Upon review of the device's memory by a guidant engineer, it appeared that the battery measurement data was missing. The device was explanted, replaced and returned for analysis.